Event description:
The customer reported that the insulin has a line through the screen and it was hard to read the display. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked reservoir tube. Insulin pump received with missing segment due to lcd cracked zebra connector.